Event description:
The customer reported an issue with the incorrect time setting on their pump, which was identified as being off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not lead to levels above 500 mg/dl or below 54 mg/dl. The customer was advised by technical support to monitor the situation and follow up if the time discrepancy recurred, and they acknowledged this advice while planning to update the pump time independently later.